Event description:
The customer reported that during use of this insufflator to perform a laparoscopic hysterectomy, it stopped functioning. At this time, the device alarmed and the gas flow registered in the red area indicating the tank was empty. The co2 tank was replaced, but the surgeon continued to have problems with obtaining adequate distention of the abdomen. The customer reported that a different trocar and insufflator tubing set were obtained for use and the surgical procedure was able to be completed as intended using this equipment. It was reported that during the delay related to troubleshooting, the patient experienced a 300cc loss of blood. There was no report of any permanent injury or impairment to the patient.

Manufacturer narrative:
Investigation results: to date, the device has not been received for evaluation. A follow-up report will be sent upon receipt of the device, and completion of an investigation.